Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device is not available.

Event description:
It was reported that patient was revised due to femoral loosening, pe wear, pain, and recurrent effusion.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding patellar loosening involving a triathlon femoral component was reported. Conclusion: the medical records indicated that the femoral component was well aligned and fixed and remained in situ at the revision surgery. Based on the information provided there is no indication or allegation that the femoral component contributed to the reported event. The patellar component, tibial insert and the bone cement within the pi underwent investigations.

Event description:
It was reported that patient was revised due to femoral loosening, pe wear, pain, and recurrent effusion.